Manufacturer narrative:
On (B)(6) 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: suspected capsular contracture, suspected wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old female patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced left breast pain. An in-office visit with a medical professional was conducted, and the patient reported she was suspected to have both a left breast infection and left breast capsular contracture. As a result, the patient underwent removal on (B)(6) 2023. The date of event was provided to mentor as a best estimate. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On january 20, 2023, mentor was notified that the patient was diagnosed with baker grade IV capsular contracture of the left breast due to the pain and swelling of the left breast. The healthcare professional also noted no sign of infection. As such, wound infection is no longer applicable to this file. Reason for device explant and/or reoperation: capsular contracture on january 23, 2023, mentor received additional information. The date of event was provided as october 15, 2022. The patient underwent unilateral removal and replacement with a left-sided 350cc mentor memorygel breast implant. On january 25, 2023, further patient identifiers were provided. The patient's age was updated to 51 which was he age at the time of the event. The patient's ethnicity was provided as not hispanic/latino. The patient's race was provided as white, black or african american, and american indian or alaskan native. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 13, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).